Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An literature article was received entitled "delayed fracture of the ceramic femoral head after trauma¿, it was reviewed for MDR reportability. The article include a case study of a (B)(6)-year-old patient who underwent a right tha in 1995. Component placed: size 10 ultima cemented stem with 12/14 taper. 28mm biolox ceramic head with 12/14 taper. 52mm captive acetabular cup of ultra-high molecular weight polyethylene. Size 15mm ultra high molecular weight polyetyhlene cement restrictor. Polyethylene liner. Johnson and johnson cement (unk type). In (B)(6) 1998 the patient fell on her right knee. A month later she developed pain and crepitus. Radiographs indicated fractured ceramic head. At revision in 1998-the surgeon found black metallic fluid, mild trunnion wear, multifragmental fracture of the ceramic head, and major wear of the acetabular component with scratching/abrasion from the ceramic fragments. The article indicates these failures are 2nd to the fractured ceramic head. Doi: 1995 dor: 1998 (right hip).